Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the catheter perforated the patient's coronary sinus. The device was removed.